Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the display was dim, which occurred while device was being serviced. There was no report of patient harm/involvement.